Event description:
During a thoroscopy user attempted to use an endo gia-30 auto suture. The instrument was inserted into the pt for lung tissue biopsy. The jaws were activated to staple and cut tissue. Staples engaged but cut was not made. Jaws would not release tissue. As a result user went from thoroscopy to thoracotomy. Dr released the jaws of gia-30 manually and removed device without further incident.